Event description:
Healthcare professional a patient was injected with 3 vials of juvéderm® voluma¿ xc in the nasolabial and cheeks. Approximately four months and a half later, patient was injected with 1 vial of juvéderm® ultra plus xc in the marionette lines. 11 days later, patient presented in the office with inflammatory nodules in the nasolabial and marionette lines but patient noticed that they appeared four days ago. Patient was treated with two rounds of hylenex, antibiotics, and "course of steroids." Healthcare professional performed needle aspirated under ultrasound guidance for skin flora. Report noted light growth of "strep. Sanguis" and "growth skin flora." Left nasolabial and marionette resolved but right never improved. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03409 (allergan (B)(4)). This MDR is being submitted for juvéderm® voluma¿ xc.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.